Manufacturer narrative:
(B)(4) 2012 - follow-up #001. (B)(4) issued mfg report #1531186-2012-00036. Additional information has been received regarding the incident. The rollator was being used by the consumers ex wife, a (B)(6) female, (B)(6). The ex-wife stated that she was sitting on the rollator in the kitchen when the front caster broke, causing her to fall and cut herself on the uneven metal. She went to the hospital and received stitches and a tetanus shot. Invacare advised the ex wife that she was never prescribed for the rollator, her ex-husband was, and that the weight capacity of the 65100 rollator is 300 pounds. The ex wife is over the weight capacity by (B)(6). The unit has been picked up and a bariatric replacement unit has been provided. (B)(4) has been issued for this incident and the product is to be returned to invacare for an evaluation.

Event description:
Consumer's wife was allegedly sitting on the seat when the front caster broke, allegedly causing her to fall and cut her leg on the bolt of rollator. Injury is alleged.

Event description:
Consumer's wife was allegedly sitting on the seat when the front caster broke, allegedly causing her to fall and cut her leg on the bolt of rollator. Injury is alleged.